Event description:
Patient called in to report service error code and stated that their therapy cable appears damaged. The service required event code indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.

Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection, data retrieval and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. The returned monitor passed both isl (safety) and eit (performance) testing. Returned therapy cable failed inspection for wire damage. The reported service error code occurs when power up detects an issue with the anterior defib output circuitry which can be caused by therapy cable damage. Cable damage/breakage due to field stress and usage is anticipated as an occasional occurrence and was appropriately detected by the system's power on self-test. Will continue to trend for future occurrences.